Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level that read "high" on the continuous glucose monitor graph and high levels of ketones. Cause was not known. Elevated bg was addressed by a supply change and resuming insulin delivery. Recommendation was made to consult with a healthcare provider regarding diabetes management.